Manufacturer narrative:
Baxter received and evaluated the device and found loose upper latch switch bracket screws. This would allow the switch to move and be able to cause system error 322 alarms. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
During review of the event history log multiple system error 322 alarms were discovered. This suggests a device malfunction. Any pt involvement, injury or med intervention is unk.